Event description:
Patient allegedly received a tulip filter implant on (B)(6) 2010 via the right femoral vein due to high risk for pulmonary embolism (pe). Patient is alleging tilt and vena cava perforation. The patient further alleges pain, suffering, loss of enjoyment of life, and distress. Report from CT (computed tomography): "ivc filter: the ivc filter is tilted 10.5 degrees posteriorly with the apex touching the wall of the ivc. The apex of the filter is at the level of the renal vein origins. There are multiple struts perforating the wall of the ivc as follows: anteriorly, 2 mm; right lateral, 2 mm; left lateral, 2 mm; posterior 1 mm; there is no involvement of adjacent structures. There are no broken or bent struts. There is no ivc stenosis."

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# (B)(4). Occupation - non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, tilt, pain, suffering, loss of enjoyment of life, and distress. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, suffering, loss of enjoyment of life, and distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.